Event description:
It was reported that during a prostate procedure, a fiber port overheat warning message was received. The fiber was replaced and another fiber was tried but the problem came back again. The procedure was cancelled due to this event. The patient outcome was not reported.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The console was not returned for analysis; however, a field service evaluation was completed on site. Analysis of the device confirmed a damaged port on the resonator and a new resonator was installed. The system passed full functional and electrical safety testing. Based on the investigation results and information available, a probable cause of cause was traced to component failure was assigned to this investigation. The issue was most likely due to a failure within the resonator.

Event description:
It was reported that during a prostate procedure, a fiber port overheat warning message was received. The fiber was replaced and another fiber was tried but the problem came back again. The procedure was cancelled due to this event. The patient outcome was not reported.

Event description:
It was reported that during a prostate procedure, a fiber port overheat warning message was received. The fiber was replaced and another fiber was tried but the problem came back again. The procedure was cancelled due to this event. The patient outcome was not reported.